Event description:
It was reported that an automated impella controller generated a failure alarm upon being turned on. There was no patient involved in the reported event.

Manufacturer narrative:
There was no patient involved in the reported event. Section a was left blank. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.